Manufacturer narrative:
Unit passed displacement test, sleep current test and active current test. Low battery alert less than 1 week not confirmed. Pump error 25 due to j6 connector resistance issue. Pump error 63 alarmed during self test and confirmed in pump history with variable (003) due broken trace at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump started failing battery about 48 hours and received power error detected on the screen. The customer stated they were able to clear the alarm and complete the rewind process. Customer removed the battery and notification light did not stop immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.